Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s hospitalization for infection, peritonitis and internal bleeding and the liberty cycler. Additionally, there is no reported malfunction against the cycler for this hospitalization. There is a temporal relationship with pd therapy and the event of peritonitis. It is unknown what other type of infection the patient was diagnosed with or what degree of internal bleeding the patient experienced. Based on available information, a causal event for the infection and internal bleeding cannot be determined.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed the patient had been hospitalized for over two weeks (admit date unconfirmed) for infection, peritonitis and internal bleeding. The patient¿s signs and symptoms were unknown. The details of the hospitalization course are unknown. The patient was discharged on (B)(6) 2017. Additional information has been solicited but unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.